Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Based on the serial number of the pcba, this is the original board manufactured in 1998. The c106 capacitor was burnt and there was evidence of smoke in that other surrounding components are covered with soot.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, found the auxiliary printed circuit board assembly (pcba) had a blown capacitor (c106). There was no patient involvement.